Event description:
It was reported that a solution administration set had a particle inside the drip chamber. This condition was discovered prior to use; however, it is unknown in which care area this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.